Event description:
It was reported that the patient received inappropriate therapy due to noise. Loss of capture, low sensing and high, out of range, pacing impedance were observed. The lead was capped and replaced. The patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.